Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing thresholds. This lead was capped and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).